Manufacturer narrative:
G4: 17mar2020. B4: 19mar2020. The cable was returned to failure investigation (fi) for evaluation. The returned cable was then installed onto the test ventilator in an attempt to duplicate the reported issue. After testing, the reported issue was not duplicated and no fault was found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 10jan2020. B4: (B)(6) 2020. The manufacturer's field service engineer (fse) confirmed the reported pressure sensor issue. The manufacturer¿s field service engineer (fse) replaced the defective data acquisition (da) to motor controller (mc) ribbon cable to address the reported problem. The unit successfully passed the required performance verification test. The unit is ready for use. The determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Part was not returned to failure investigation (fi). The root cause cannot be determined until the device is returned and investigated. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 01/03/2020.

Event description:
The caller reported that while setting up for patient use, a ventilator inoperative indicating machine and proximal pressure sensors failure occurred. There was no patient involvement.